Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on february 7, 2022.

Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device after a brain surgery and stopped responding to sound. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 15, 2022.